Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for a routine device check and upon interrogation there was high capture thresholds, r-wave measurement variation and low pacing impedance. The lead was explanted successfully and the patient was asymptomatic.